Event description:
Clinical notification received for revision due to progressive arthritis and poly wear involving competitor products and depuy cement. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).